Event description:
It was reported that the pt's pump was replaced and the catheter revised and replaced with a sutureless connector. A week after replacement, it was found that the catheter was disconnected from the pump. The catheter was replaced. The pt recovered without sequela and is doing well. The drug contained in the pt's pump was not reported. No pt symptoms were reported.